Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they couldn't get their stimulation on and somehow the stimulation turned itself off the night before last. Patient confirmed both batteries were fully charged, but they didn't think further than that because the patient was not feeling well, then last night looked further and saw 'stimulator is off' message. Agent had patient press the white square button on top of the controller to turn the stimulation on and patient saw the therapy screen and confirmed the stimulation was on. Agent reviewed patient stimulation turns off automatically if the battery gets too low and they would need to turn the stimulation on manually after charging. Agent redirected patient to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported the cause was they were not well informed when the device was installed. Pt has now been properly educated by their new rep: their initial explanation was lacking how the equipment worked. The issue has been resolved and the device is working well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.